Manufacturer narrative:
Concomitant medical products: product ID 435135, lot# nht017734n, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 435135, lot# nht017735n, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 435135, lot# nht017735n, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient was treated for an issue with high impedance in their device system. It was stated the patient¿s impedance was 1630 ohms and 2 and case was 315 ohms and 3 and case was 1182 ohms. It was noted when the pocket was opened, the surgeon found that the wires were tied up in a ball, which is typical of flipping or twiddling the device. It was reported that one lead was severed in half and the other was still intact. It was stated the doctor removed the device and was going to follow up with the patient about implanting at a later date. It was later reported there was no confirmation of the flipping besides the leads were tangled and coiled. It was stated there was no way to determine how it was flipped. It was noted the impedance on the device was out of range which cause the surgeon to do an exploratory surgery. It was stated the impedance cause was the leads were cut in half. Additional information from the healthcare provider stated the cause of the flip was twiddler syndrome. It was stated the patient apparently twisted the pacer until the lead broke. It was noted the patient had nausea, vomiting and inability to take in oral medication. It was stated the patient had symptom profile similar to gastroparesis and their symptoms were presenting prior to pacer implantation. It was reported the patient¿s device was explanted on (B)(6) 2014 and it was unknown when the patient would be scheduled for a replacement. It was stated the patient had not recovered and their symptoms or issues were ongoing. It was noted the patient had gastroparesis-like symptoms persisting after the device was explanted. It was later reported the patient had incision and drainage of a small fluid collection or seroma around their implantable battery on (B)(6) 2014. It was noted the patient¿s system was interrogated and then the generator and broken leads were removed. It was stated that prior to the surgery on (B)(6) 2014 the patient was complaining that their symptoms they experienced prior to implantation had reoccurred. It was noted the patient¿s device was interrogated and the impedance was elevated indicating a malfunction of the system. It was stated that subsequent x-rays of the area showed a possible broken lead in the subcutaneous pocket near the abdominal wall. Reportedly, the patient had been treated for bacteremia and admitted to the hospital previously and they wanted to re-evaluate the system on (B)(6) 2014 and possibly re-implant a new system. It was noted the malfunctioning system with broken lead was possibly iatrogenic in nature. It was stated a sample of the fluid obtained from the device pocket was sent for gram stain, culture and sensitivity and a portion of the excised pseudomembrane was sent for culture and sensitivity. It was noted the gram stain of the excised pseudocapsule showed gram positive cocci in chains, consistent with the patient¿s history of (B)(6). It was reported that when the pocket was opened it was found that the pocket was at least three to four times its usual size, indicating that either the battery had been flipping back and forth on its own or that the patient had been flipping it repeatedly enough to bend the wires and actually break one of the wires. It was stated both of the leads were a tangled mess and one was frankly broken. Reportedly, the second lead was cut off low and was allowed to retract into the peritoneal cavity. It was noted the battery and the broken lead were removed in total.